Event description:
The scope is leaky and the image is foggy. This event occurred at the time of before use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
A problem was detected in pentax medical service. Pentax medical emea responded to the good faith effort request via email on 24-aug-2023 and stated that it was unable to obtain information regarding the following questions. Did foggy imagery occur during hospital procedures. Was the procedure continued, or was there an alternative endoscope available. However, it was answered that most users have multiple endoscopes due to reprocessing time and other reasons. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: based on the content of investigated data, it was determined that the potential cause/root cause of failure was that moisture entered the objective lens unit and condensed, causing the observed image to become unclear. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 02-jun-2021 under normal conditions. The endoscope was reworked for bubble at distal side and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 03-jun-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.